Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.